Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: a review of the pump¿s black box showed no activity related to the event. During testing, the pump was powered on to the verify screen with audio tones and vibrations functioning normally. The pump was exercised for 24 hours with no warnings or alarms occurring. The original complaint that the pump was pulsating was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was pulsating. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue could have an impact on insulin delivery.